Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: touch screen misaligned, heater tray discolored there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test: passed. System air leak test: passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 20/mar/2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for pd catheter (not a fresenius product) flush and developed peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that, on (B)(6) 2025, the patient was hospitalized due to pd catheter (not a fresenius product) malfunction. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy utilizing vancomycin (dose/route unknown) for peritonitis. It was unknown how/if the pd catheter was treated. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). (Details not provided). The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
On (B)(6)2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for pd catheter (not a fresenius product) flush and developed peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6)2025 the patient was hospitalized due to pd catheter (not a fresenius product) malfunction. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy utilizing vancomycin (dose/route unknown) for peritonitis. It was unknown how/if the pd catheter was treated. Subsequently, on (B)(6)2025, the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). (Details not provided). The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.